Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the threads were stripped off of the set screw and the device failed for the fall out protection test. It was further determined that the set screw coupling and oscillating head were damaged and falling out of the protection steal ring had malfunctioned. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling/care and user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(4) that during an unspecified surgical procedure, it was discovered that the saw blade coupler was not functioning properly on the sagittal saw device. According to the reporter, there was a delay to the surgical procedure. However, the exact duration of the delay was not specified. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.